Manufacturer narrative:
The event occurred in japan. The surgery was performed at the facility on a patient who was transported ECMO using rotaflow due to a change in the patient's condition. It was reported that due to postoperative circulatory and ventilation failure, the patient was transported ECMO attached. The rotaflow console stopped for about 1 minute but was restarted and continued using. The patient was taken off the device and died about 24 hours later. The medical institution in question reported that there was no causal relationship between rotaflow and death of the patient. New information has been provided by the getinge field service technician (fst) dated on 2024-07-03: during the investigation of the device on site by the fst the error message ¿referenc error¿ occurred. The customer stated that an error message occurred before the pump stopped, however, the exact error message was not confirmed by the customer. The fst further confirmed that the device was running on ac power and the on/off switch was in the on position when the pump stopped. Customer further confirmed that no hand crank was used. Due to the reported death of the patient a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and a "referenc error" could be reproduced. The rotaflow console (rfc) flow measure board (article number 701011681) has been replaced. After the replacement the device was tested and is working as intented. The review of the non conformities was performed on (B)(6) 2024 and during the period of (B)(6) 2011 to (B)(6) 2024 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2011-11-10. The root cause investigation of the manufacturer is still ongoing. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in japan. The surgery was performed at the facility on a patient who was transported ECMO using rotaflow due to a change in the patient's condition. It was reported that due to postoperative circulatory and ventilation failure, the patient was transported ECMO attached. The rotaflow console stopped for about 1 minute but was restarted and continued using. The patient was taken off the device and died about 24 hours later. The medical institution in question reported that there was no causal relationship between rotaflow and death of the patient. More information about the event. New information has been provided by the getinge field service technician (fst) dated on 2024-07-03: during the investigation of the device on site by the fst the error message ¿referenc error¿ occurred. The customer stated that an error message occurred before the pump stopped, however, the exact error message was not confirmed by the customer. The fst further confirmed that the device was running on ac power and the on/off switch was in the on position when the pump stopped. Customer further confirmed that no hand crank was used. Due to the reported death of the patient a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in japan. The surgery was performed at the facility on a patient who was transported ECMO using rotaflow due to a change in the patient's condition. It was reported that due to postoperative circulatory and ventilation failure, the patient was transported ECMO attached. The rotaflow console stopped for about 1 minute but was restarted and continued using. The patient was taken off the device and died about 24 hours later. The medical institution in question reported that there was no causal relationship between rotaflow and death of the patient. New information has been provided by the getinge field service technician (fst) dated on 2024-07-03: during the investigation of the device on site by the fst the error message ¿reference error¿ occurred. The customer stated that an error message occurred before the pump stopped, however, the exact error message was not confirmed by the customer. The fst further confirmed that the device was running on ac power and the on/off switch was in the on position when the pump stopped. Customer further confirmed that no hand crank was used. Due to the reported death of the patient a report is required. The affected rotaflow console with s/n 100025 was investigated by a getinge field service technician and a "reference error" could be reproduced. The rotaflow console (rfc) flow measure board (article number (B)(4)) has been replaced. After the replacement the device was tested and is working as intended. The affected rfc flow measure board (fmb) was investigated by the getinge life-cycle-engineering (lce) with the following outcome: the reported failure could be reproduced and was caused most probably by a defect capacitor c77 on the flow measure board. C77 has an extremely reduced dc (direct current) current resistance overloading the +12v grid. Due to the voltage drop, the monitored reference voltage uref1 (internal name for a reference voltage on the control board) could no longer be supplied. The reported failure and the application method described by the customer was evaluated by getinge medical affairs team on 2024-10-23 with the following outcome: "the complaint narrative describes an extracorporeal support (ecs) case in a newborn after open-heart surgery for correction of a congenital cardiovascular defect. During support the pump stopped, the rotaflow console displayed a reference error and issued an audible alarm. Upon restart the error disappeared and support was reinstated after about a minute of the pump being stopped. The emergency drive was not used during the event. The patient was weaned from support on pod 2, after 47 hours of support, which was about eight hours after the event to mitigate the ecs-associated risks of bleeding and infection. About 24 hours after weaning the patient passed to an unknown cause. During investigation by life-cycle-engineering it could be confirmed that the error occurred and could be resolved by restarting the rotaflow-console. It is stated in the report: ¿after restarting the rfc, no more error message was displayed, and the connected rfc was set to about 2500rpm¿, and later¿ the error message ¿error reference¿ was displayed again. This could be reproduced several times¿. The root cause of the malfunction of the flow measure board (fmb) was then identified as the capacitor c77 on the fmb, resulting in an overload on the 12v-grid. This caused the rotaflow-console to stop the pump, with the issuing of an audible alarm, which is in line with the alarm description, detailed in the service manual. Multiple hazards (e.g., hypoxia, hypoxemia, hypotension, etc.) Are associated with an interruption of extracorporeal support, but, if managed correctly and confined to a short time the associated harms are usually negligible. The medical judgement of the attending clinical staff concluded that the event is not linked to the expiration of the patient, as they stated that support was interrupted for only one minute and could be continued afterwards. In conclusion, the reported malfunction can be traced to a defective capacitor on the fmb. The complaint narrative stated that he patient¿s expiration was not attributed to the malfunction of the rotaflow device. As offered in the complaint narrative, weaning was performed due to the patient condition and in an effort to mitigate bleeding and infection risks. The stated actions appear to be the result of known influences/complexities inherent to extracorporeal circulation, and not specific for the rotaflow device. No association of the rotaflow failure and the negative patient outcome is apparent from the context of the complaint narrative." Based on the results the reported failure "pump stop - during service reference error" could be confirmed, but the death of the patient was not caused by the reported failure confirmed by the customer. The review of the non-conformities was performed on 2024-07-02 and during the period of 2011-11-10 to 2024-07-01 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2011-11-10. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).